Event description:
On (B)(6) 2013, the reporter contacted lifescan canada alleging an unusual issue with the subject meter. The reporter mentioned that the subject meter indicated, "meter needs to be calibrated with control solution." The caller did not have the meter at the time of the call so no troubleshooting could be performed. This complaint is being reported because the alleged issue remained unresolved at the time of the call as no troubleshooting could be performed. There was no indication that the product caused or contributed to an adverse event.